Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the customer's report was observed and attributed to a the intake pressure transducer on the smart pneumatic module board. The smart pneumatic board assembly was replaced to resolve the report. The device was recertified and returned to the customer. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "fresh gas intake fault- 3031" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an unknown "intake restricted" error message. Complainant indicated that there was no patient involvement in the reported malfunction.